Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported that his infusion device displayed four dashes across the screen. The pt stated that the power pack had been in use for "three to four weeks". The pt was aware of the power pack recall. The pt was advised to discard all recalled power packs and use only the corrected power packs. The pt replaced the power pack and the device functioned properly. The pt did not require medical attention from a healthcare professional or second party to address the issue. No product will be returned.